Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the audiologist, this recipient has had a rising ground path impedance to the point of a causing decreased performance.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect which is expected to have been present whilst implanted. According to the available information, it seems likely that the reported problems were the result of bone growth around the reference electrode. Damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
According to the audiologist, this recipient has had a rising ground path impedance to the point of a causing decreased performance. The re-implantation surgery took place on the (B)(6) 2020.